Manufacturer narrative:
Results: the 3maxc was kinked approximately 69.5 and 77.0 cm from the hub. The device was stretched from approximately 141.5 ¿ 150.0 cm from the hub and was fractured at approximately 147.0 cm from the hub. The total length of the 3maxc was 161.0 cm. Conclusions: evaluation of the returned 3maxc confirmed a distal stretch and fracture. If the device is forcefully retracted against resistance, damage such as stretching, and a fracture may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed kinks on the midshaft. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system ace 64 reperfusion catheter (ace64), non-penumbra balloon guide catheter and, non-penumbra stent retriever. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed one pass using the 3maxc, ace64, balloon guide catheter and, stent retriever. However, while retracting the stent retriever back into the 3maxc, the physician noticed that the 3maxc stretched and broke approximately an inch and a half from the distal tip. It was reported that the broken 3maxc was captured while retracting the stent retriever. Therefore, the physician removed the 3maxc and stent retriever as one unit. The procedure ended at this point, and a thrombolysis in cerebral infarction (tici) grade 2 was achieved. There was no report of an adverse effect to the patient.